Event description:
Initial report: this non-serious spontaneous case from (B) (6) was reported by a physician via a call center and forwarded by our local affiliate ((B) (4)). This case involves a female pt, approx (B) (6), who received 2 or 3 applications of poly-l-lactic acid (sculptra) in 2008. There was a month between each application. Add'l treatment details were not reported. On an unspecified date, the pt presented with acute nodules (granulomas) on the inferior third portion of her face and on the nasogenian sulcus. Corrective treatment, if any, was not mentioned and event outcome was not provided. A ptc (pharmaceutical technical complaint) was initiated: (B) (4). Reporter's causality assessment: not provided. Addendum for f/u info received on (B) (6) 2009: the pt's initials were amended. Addendum for f/u info received on (B) (6) 2009: ptc results revealed: brr (batch record review) without hint to root cause.

Manufacturer narrative:
Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B) (4). Conclusion: no faults detectable.